Manufacturer narrative:
Preliminary risk analysis indicates: severity: 3 (critical). There was no mistreatment or injury reported. The complaint behavior may potentially result in a serious injury. Probability: c (remote). There are several emergency stop buttons installed to prevent from injury of the patient by moving parts. There is a warning in the user manual, which describes, that the patient and treatment delivery should be carefully monitored autosequencing. The following is from the applicable user manual: the user manual coherence therapist workspace t2-000.621.02.01.05 contains a warning on page 10: warning: physical injury, collision. Automatic movements during a simtec treatment can lead to a collision and result in a serious injury. Before initiating a simtec treatment, ensure there is ample clearance between the patent and all components of the treatment system. Improperly using autosequencing treatment features can result in serious injury to the patient. The patient and treatment delivery should be carefully monitored during autosequencing. No other products are concerned.

Event description:
A potential product issue has been reported with our oncor impression plus linear accelerator. In the abundance of caution this issue is being reported. The therapist had a multi field imrt programmed with a pause between the ap fields to pa fields to allow for shifting the patient to let the gantry to move past the patient. He then selected port only and started the filming process. Unknown to him the pause did not carry over from the treatment field and the gantry did not stop where expected. The therapist was able to stop the machine before any contact with patient occurred. There was no mistreatment or injury reported. Preliminary risk assessment is documented. Corrective action is pending investigation and root cause determination.